Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain-right lower abdomen/left lower adomen/ pain lower abdomen') in a 29-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis and vaginitis. Previously administered products included for an unreported indication: ethinyl estradiol and depo provera. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding menorrhagia/heavy menstrual cycle") and dysmenorrhoea ("dysmenorrhea (cramping). In (B)(6) of 2012, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) of 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) of 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), endometriosis ("endometriosis") and cyst ("cysts"). In (B)(6) of 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) of 2015, the patient experienced feeling abnormal ("vision/eye problems type: brain fog") and visual impairment ("vision/eye problems"). On an unknown date, the patient experienced back pain ("lower back pain") and dysgeusia ("metallic taste"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and menorrhagia was resolving, the vaginal haemorrhage, anxiety, migraine, nausea, dysmenorrhoea, feeling abnormal, fatigue, weight increased, constipation, alopecia, back pain, endometriosis, cyst and visual impairment outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, constipation, cyst, dysgeusia, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, menorrhagia, migraine, nausea, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 5 trailing coils noted in right and left fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - in (B)(6) of 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain-right lower abdomen/left lower abdomen') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ethinyl estradiol and depo provera. Concurrent conditions included overweight. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia/heavy menstrual cycle") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), endometriosis ("endometriosis") and cyst ("cysts"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced feeling abnormal ("vision/eye problems type: brain fog") and visual impairment ("vision/eye problems"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and dysgeusia ("metallic taste"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the abdominal pain lower and menorrhagia was resolving, the vaginal haemorrhage, anxiety, migraine, nausea, dysmenorrhoea, feeling abnormal, fatigue, weight increased, constipation, alopecia, back pain, endometriosis, cyst and visual impairment outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, constipation, cyst, dysgeusia, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, menorrhagia, migraine, nausea, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2019: plaintiff fact sheet received. This case is incident. Previously reported event injury nos was updated. New events added from pfs- abnormal bleeding (vaginal, menorrhagia), anxiety, migraines/headaches, nausea, dysmenorrhea (cramping), vision/eye problems type: brain fog, fatigue, weight gain, constipation, hair loss, pain-right lower abdomen/left lower abdomen, low back pain, taste metallic, endometriosis, cysts were added. New reporter, patient¿s demographic details, medical history, historical drug and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain-right lower abdomen/left lower abdomen/ pain lower abdomen') in a 29-year-old female patient who had essure (batch no. A04530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis and vaginitis. Previously administered products included for an unreported indication: ethinyl estradiol and depo provera. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia/heavy menstrual cycle") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), endometriosis ("endometriosis") and cyst ("cysts"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced feeling abnormal ("vision/eye problems type: brain fog") and visual impairment ("vision/eye problems"). On an unknown date, the patient experienced back pain ("lower back pain") and dysgeusia ("metallic taste"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and menorrhagia was resolving, the vaginal haemorrhage, anxiety, migraine, nausea, dysmenorrhoea, feeling abnormal, fatigue, weight increased, constipation, alopecia, back pain, endometriosis, cyst and visual impairment outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, constipation, cyst, dysgeusia, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, menorrhagia, migraine, nausea, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: 5 trailing coils noted in right and left fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: medical records received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.